Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 422 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via manual injection and hospitalization. Customer was hospitalized due to diabetic ketoacidosis. Customer advised the insulin pump had a no delivery alarm. Customer performed the self test and passed. Customer advised the auto mode feature was not active. Customer's current blood glucose level was 160 mg/dl. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.